Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 produced a clicking sound and failed to open; the customer opened the back panel to manually access it, but an error message stating failed to open persisted despite multiple recovery attempts and restarts. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where auxiliary drawer 5 was clicking and would not open. A field service engineer (fse) performed inspection and diagnostic testing and found that the inseparable magnet was missing. The magnet was replaced as needed, after which the drawer functioned normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.